Manufacturer narrative:
Investigation summary. The complaint investigation for discrepant results when using the bd max¿ extended enteric bacterial panel ref. (B)(4) from unknown kit lot was performed by the complaint¿s history review. Customer complained about four false positive results for vibrio target. According to customer, their external reference laboratory did the culture confirmatory testing, and these samples were negative. Despite multiple attempts made to receive information, no kit lot number or data was available for the investigation. Without data, bd is unable to identify the cause of the customer issue. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on bd max¿ extended enteric bacterial panel products. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action since no new hazard was identified. Bd apologizes for the inconvenience that this may have caused. Bd quality will continue to monitor for trends.

Event description:
It was reported that during use of bd max¿ ext enteric bacterial panel, a vibrio false positive patient result was obtained. The health department did culture confirmatory testing and the result was vibrio negative. There was no report of patient impact.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of bd max¿ ext enteric bacterial panel; a vibrio false positive patient result was obtained. The health department did culture confirmatory testing and the result was vibrio negative. There was no report of patient impact.